Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 404 mg/dl. Customer also reported they received insulin flow block alarm since last two days. Customer was assisted with troubleshooting for insulin flow block alarm and they stated that the insulin was exited. Customer also reported that the cannula was bent at the infusion set. Customer declined for troubleshooting of high blood glucose. Insulin pump will not be returned for analysis.